Event description:
The customer reported having unexplained high blood glucose for over a month. The blood glucose reading at time of call was 268 mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed the high pressure test twice and the test failed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.